Event description:
E manufacturer received information alleging a ventilator had an expiratory valve leak. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's exhalation control valve was cleaned to address the issue.